Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized twice, once for diabetes- and kidney-related health issues, and the second time for hypoglycemia. The customer stated that he had a blood glucose reading of 554 mg/dl prior to the second hospitalization. The customer stated that he had treated himself with two large injections equalling 20 units of insulin while the insulin pump had given another 15 units of insulin, which resulted in the hospitalization. The customer also stated that he relies on the easy bolus and does not appear to bolus properly for food. Nothing further was reported.